Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. It was observed that when the device was powered on, the pump would display a door not fully latched alarm. The evaluation determined that the alarm was caused by a failed upper latch switch. As a result, the upper auxiliary which contains the latch switch, has been replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed the door not fully latched message. There was no patient involvement.